Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 5 mg/dl and the repeated result was 82 mg/dl. Sample 2: on (B)(6) 2024 the initial result was 38 mg/dl and the repeated result was 129 mg/dl. The initial results were marked as critically low. The samples were repeated due to being questioned by the physician. The repeated results were believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The customer noted the probe looked dirty with possible substances on it. The field service representative checked the sample and reagent probes, gear pump pressure, and cell rinse volumes. He performed a precision test with acceptable results. The investigation is ongoing.